Manufacturer narrative:
Affected product was returned, the returned product was evaluated, and the reported defect could not be confirmed or disputed by the investigator. The investigator did confirm the presents of moisture in the bags that contained the affected returned product. Once it is known which form of processing was used to sterilize the affected blades an outside contractor will be utilized to sterilize the blades using the same method and then a product evaluation will be performed.

Event description:
The customer alleges that "water is leaking from the fiber optic area of the blade after reprocessing. " no other details were provided and no patient injury/harm reported.